Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc leaked at the luer connection. The following information was provided by the initial reporter: customer reported that item was leaking from the hub where you connect the tubing to the blue part. They tried to tighten the connection but some of them still were leaking while fluids were running at a fast rate. Lower rates didn¿t continue to leak.

Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed from the representative 22g insyte autoguard device that was received in sealed packaging from lot #4037557. The affected unit was not provided for investigation. A visual observation and functional test revealed no damage or defects on the returned sample. Although the representative sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.the complaint of a leak could not be confirmed from the representative 22g insyte autoguard device that was received in sealed packaging from lot #4037557. The affected unit was not provided for investigation. A visual observation and functional test revealed no damage or defects on the returned sample. Although the representative sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.